Event description:
It was reported that 3 stents the same size and with the same lot number were implanted into a pt for sfa stenting 3 mos earlier. Recently it was discovered that flow was not that good. After x-ray it was found that there was thrombosis within the stent and there were some fractures along certain sections of the 3 stents. There was a very bad fracture on the middle stent which is the site of the original stenosis. The physician attempted to salvage the stent by performing an angioplasty. He did manage to restore flow to the stents, but it is not sure how long this will last.

Manufacturer narrative:
This event is being reported because it is the same or similar to a device that is marketed in the united states. The sample remains implanted, so it was not returned for a sample evaluation. The result of the investigation with the info received to date, is inconclusive. The root cause is unk. This is the same pt as MFR report no. 9681442-2008-00148 & 9681442-2008-00152.